Event description:
It was reported that balloon ruptured occurred. A 4.0mm x 2.4mm x 90 symmetry balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.